Event description:
It was reported that patient experienced concern with pump, including insulin cartridge measurement not appearing accurate by possibly about 100 units and pump not responding to insulin delivery requests while pump warranty had expired. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.